Event description:
It was reported that during a thyroidectomy procedure when the surgeon was going across the barrier pole, the device would not seal the artery. The generator was on level 3 and he was using the min button. In order to stop the bleeding he tied the artery and used a second like device to continue the procedure. No pt consequence was reported.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.